Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced no alarms from the cgm (continuous glucose monitor) display device which occurred an unspecified number of days after the sensor had been inserted in the arm. According to the report, at 10:00 am while the patient was at work, the cmg display device was showing low, and the bg meter showed 84 mg/dl. Because there were reportedly no alarms, the patient thought he was ok. Next, the patient started to feel different, so he drank something, then passed out. A coworker called an ambulance, and the patient was treated with an unspecified injection. The patient was advised to drink juice. He declined further evaluation in the hospital. There was no documentation of additional medical evaluation or intervention for hypoglycemia. At the time of the report, the patient felt fine. Data was received and investigation but could not confirm the no audio alert on the mobile app. Patient crossed their low alert threshold of 70 mg/dl with an egv (estimated glucose value) of 65 mg/dl at 10:01 am on (B)(6) 2023. The patient received their initial urgent low soon alert at 10:01 am, which was vibration later. Five minutes later at 10:06 am, the patient's urgent low soon alert was cleared, as the patient began receiving their urgent low alert at that exact time, which was vibration only. Two minutes later at 10:08 am, the patient's urgent low alert was acknowledged before the mute override could occur. After the alert was acknowledged, it was noted in the patient's alert schedule that the snooze feature was set for 20 minutes. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.